Manufacturer narrative:
The reported event the lead was damaged during procedure was confirmed. Visual inspection of the lead found outer insulation damage consistent with procedure damage/explant damage, found at 10.7 cm, 11.0 cm, 12.0 cm, 15.6 cm, and at 16.0 cm from the connector pin. The reported event high capture threshold was not confirmed. The cause of the reported event the lead was damaged was due to procedure damage.

Event description:
Related manufacturing reference number: 2017865-2024-41739.

Event description:
It was reported that during an unrelated procedure, the right ventricular lead was damaged. It was noted that the rv lead and the ra lead were tangled together and the rv lead was damaged trying to separate them. High capture thresholds were also noted. The lead was explanted and replaced. The patient was in stable condition.